Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 270179, infuser compressor 110v 60 hz, was being used during a laser procedure on (B)(6) 2025 when it was reported, ¿pressure infuser was not pressurizing. Compressor was on and hooked up but pressure was not increasing. I facetimed with customer to trouble shoot. Black fuse cap was missing off battery pack. Nurse brushed the exposed fuse and was shocked.¿. Further assessment found that the nurse did not require any medical intervention, so there was no report of injury, medical intervention, or hospitalization for the user or patient. The procedure was completed with ¿manual pump with saline bag¿. This cause a 2-minute delay in the procedure. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
There were missing parts of the device. The preventative maintenance was not overdue. The repair was completed and the final test met all specifications. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be missing components. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and no relationship to this complaint was found. (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 270179, infuser compressor 110v 60 hz, was being used during a laser procedure on (B)(6) 2025 when it was reported, ¿pressure infuser was not pressurizing. Compressor was on and hooked up but pressure was not increasing. I facetimed with customer to trouble shoot. Black fuse cap was missing off battery pack. Nurse brushed the exposed fuse and was shocked.¿. Further assessment found that the nurse did not require any medical intervention, so there was no report of injury, medical intervention, or hospitalization for the user or patient. The procedure was completed with ¿manual pump with saline bag¿. This cause a 2-minute delay in the procedure. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.